Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 580 mg/dl. The customer had symptoms such as diabetic ketoacidosis, nausea, vomiting, and abdominal pain. The customer treated with insulin drip and medication at the hospital. The customer was admitted at (B)(6) medical. The customer reported that they were wearing the insulin pump at the time of hospitalization. Customer declined to troubleshoot for high readings. The product was not returned for analysis.